Event description:
It was reported that during a peripheral angioplasty treatment procedure, a shaft break occurred. Vascular access was obtained via the arm. The >70% stenosed target lesion was located in a dialysis fistula in the moderately calcified and mildly tortuous arm vessel. A boston scientific 6f supersheath and another manufacturers guide wire was used during this procedure. This 8.0 x 80, 75cm gladiator balloon catheter was selected and advanced to treat the target lesion. At an unspecified time during the procedure, the shaft broke at the proximal portion where the balloon connects to the shaft. Upon the withdrawal of the gladiator device, it was partially removed from the sheath. The physician removed the remainder of the balloon with a hemostat. The procedure was completed with another of the same gladiator balloon catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a peripheral angioplasty treatment procedure, a shaft break occurred. Vascular access was obtained via the arm. The >70% stenosed target lesion was located in a dialysis fistula in the moderately calcified and mildly tortuous arm vessel. A boston scientific 6f supersheath and another manufacturers guide wire was used during this procedure. This 8.0 x 80, 75cm gladiator balloon catheter was selected and advanced to treat the target lesion. At an unspecified time during the procedure, the shaft broke at the proximal portion where the balloon connects to the shaft. Upon the withdrawal of the gladiator device, it was partially removed from the sheath. The physician removed the remainder of the balloon with a hemostat. The procedure was completed with another of the same gladiator balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and examination of the device noted that the shaft was broken at the proximal end of the proximal balloon sleeve. There was severe stretching of the shaft noted at the break site. The balloon material was fully deflated but not correctly wrapped. A visual and tactile examination of the remainder of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).